Event description:
The report indicated that during an ablation procedure with a navistar catheter, the patient experienced heart block treated with a permanent pacemaker. It was reported that the patient had a complete heart block. During ablation, and really far from the his, two dropped/non-conducting atrial beats were noticed. The physician came off ablation and ventricular paced the patient for conduction. The procedure was aborted. The injury was confirmed by visualizing the signals displayed on the carto 3 system. A permanent pacemaker was placed in the patient. The last known patient status was reported as stable. Generator used for ablation was a ngen. Additional information was received which indicated that the physician¿s opinion on the cause of this adverse event was anatomy related. The patient required overnight hospitalization.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31629072m and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).